Manufacturer narrative:
This file was originally incorrectly filed under registration number (B)(4). The date of that submission was 11-feb-2025. B3: month and year of event have been provided, day is unknown. Received one device, functional testing performed was unable to duplicate or confirm the customer reported issue. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cuff will fall out, even while inflated. The event occurred in (B)(6) 2024. The actual item is available for investigation. This occurred during patient use, but there was no patient harm.